Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated there was blood on the distal conductor of the lead and it was obstructed. Blood was observed on the sleevehead of the lead. Blood was observed on the shaft seal of the lead. The helix of the lead was extrinsically bent. The analyst noted the helix was found bent in the sleevehead and would not extend at time of analysis. There was blood observed in distal conductor without insulation breach. The blood ingress in distal conductor from the fixation site through the sleevehead and the shaft seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: corrected h6 annex d updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that less than three months post-implant, the right ventricular (rv) lead became dislodged and pulled back due to the patient twiddling with the device. During the revision procedure, it was noted that the rv lead helix retracted with significant difficulty and numerous turns of the helix. After retraction, the lead helix would no longer extend, so the lead was explanted and replaced. No further patient complications have been reported as a result of this event.